Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. Per the progressa user manual: before transporting the bed, make sure that the power cord is properly stored on the hook at the head-end of the bed. Failure to do so could cause equipment damage. Improper use or handling of the power cord may cause damage to the power cord. If damage has occurred to the power cord, immediately remove the bed from service, and contact the appropriate maintenance personnel. Failure to do so could cause injury or equipment damage. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on august 29, 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report stating that the bed cable had got snagged in the bed frame and had frayed exposing the electrical wiring. This resulted in the bed sparking and causing the electrical power to trip. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).